Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the main coil was returned for this complaint. The main coil was kinked and stretched. The interlocking arm was detached. No damages were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23jul2021. It was reported that there was resistance during coil delivery. The target lesion was located in the portal vein. A 15mmx20cm interlock-35 coil was selected for use. During the procedure, it was noted that that there was resistance in the distal part of the catheter during coil delivery. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed detached interlocking arm of the coil.